Event description:
Customer reported hospitalization due to dehydration and high blood glucose readings of 800 mg/dl. It was noted that the customer was off the insulin pump one week and one day prior to the emergency room visit. Customer also mentioned receiving multiple button error alarms on the insulin pump. It was noted that the customer was released after four days. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.